Event description:
A (B)(6) customer received blood glucose readings as low as 0.8 to 1.1mmol/l on his contour usb meter. He re-tested using his older contour meter and the reading was 9mmol/l.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the customer exchanged his meter at the local pharmacy so meter information could not be provided.test strip information was not provided and the strips are not expected to be returned for evaluation.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.the product information could not be obtained. It's not possible to determine the manufacture date without the meter information